Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood/body fluid was present on all conductors (no obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed evidence of outer insulation cut. Apparent explant damage noted.

Event description:
It was reported, approximately 28 days post implant, left ventricular lead positioning difficulty with lead dislodgment was indicated. Consequently, a revision procedure for lead replaced was completed. No patient complications have been reported as a result of this event.